Event description:
It was reported on (B)(6) 2024 that the patient noted that the mcot sensor melted the universal patch while in use. The patient was offered a replacement however, the patient declined. The patient was educated on proper skin prep. Additional attempts were made to obtain additional information however, they were unsuccessful.

Manufacturer narrative:
It was reported that the mcot sensor - 3.0 melted the universal patch. The mcot sensor - 3.0 returned for device evaluation. The sensor was inspected for general physical integrity and the exterior housing was found in good condition, only minor wear and tear was observed. Engineering evaluation could not confirm the reported event of "that the sensor had melted the patch". There was no evidence of any thermal event to the sensor housing or hardware. Functional testing verified there was no product malfunction. The patch was not returned for evaluation, and no images were provided by the patient to corroborate the allegation. Device evaluation concluded that the allegation is unconfirmed as no product defect was identified.